Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty removing the sgc from the cds appears to be related to procedural condition. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and flail. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. The mitraclip xtw was advanced to the left atrium (la). However, while applying m knob, it was observed that the device was mis keyed. To rekey, an attempt to remove the clip into the steerable guide catheter (sgc) was made, but the clip became caught on the sgc tip. Troubleshooting was performed and the clip was then able to be reclosed,and successfully removed from the patient. Once outside the patient, the clip was tested for functionality. The clip was unlocked. An attempt to open the clip was made to open the clip, but resistance was encountered. It was noted that damage likely occurred while removing the clip from the left atrium (la). A new clip was inserted and deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.